Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for left ventricular (lv) automatic threshold as greater than programmed amplitude or suspended. The presenting electrogram (egm) shows intermittent loss of capture (loc) on this lv lead. The most recent threshold measurement is 4v (volts) at 1.0ms (milliseconds) with pacing output fixed at 2v at 1.0ms. The crt-d also recorded an alert for right atrial automatic threshold (raat) test suspended due to low evoked response. There was also an increase in right atrial (ra) lead pacing impedance observed last month. It was recommended to have an in-clinic assessment of the lv lead parameters. The crt-d and leads remain in service and no adverse patient effects were recorded.